Manufacturer narrative:
Concomitant products: sigphandle, sig power sigphandle handle, (sn: (B)(6)) egia45amt, egia45amt egia 45 artic med thick sulu, (lot #p2m0351) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastroplasty, the jaws locked on tissue on the fifth firing. The handle had an error tone and could not be turned off. The screen of the handle was showing that the adapter and the used reload were still connected even though it was already removed. A manual stapler was used to resolve the issue. There was no patient injury.